Event description:
It was reported that a nut on an adjustable alignment guide would not tighten on properly. The issue was discovered after a surgery in sterile processing. There was no patient involvement or impact.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h10. Visual examination of the returned product identified signs of repeated use. The nut component has been forced over the capture pin and is seized. Instrument lube was used to free the nut. The nut will not thread back correctly onto the component due to the capture pin. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.